Manufacturer narrative:
Additional information: according to the information received from the field, the device was explanted due to a post-operative infection resulting in skin dehiscence in the area of the surgical incision. Cultures of the surgical site were able to isolate staphylococcus aureus, which represents one of the most common skin contaminants at the time of surgery. Further, the user suffered from an early postoperative seroma formation, which is a known undesirable side effect of cochlear implantation. Considering the proper sterilization of the device at the time of manufacturing and the infection location, a device-related infection can be likely excluded. The explanted device has not been received for investigation. This is a final report.

Event description:
The user was implanted in (B)(6) 2021 and then presented with a hump over the right implant side under the scar (not the site of the magnet) on the (B)(6)2021. The hump decreased over the next days to a state where it was no longer palpable. It then re-appeared on the (B)(6) 2021. The user was explanted in (B)(6) 2021 and re-implanted in (B)(6) 2022. At the first fitting of the new device on the (B)(6) 2022 everything was fine.

Event description:
The user was implanted in april 2021 and then presented with a hump over the right implant side under the scar (not the site of the magnet) on the (B)(6) 2021. The hump decreased over the next days to a state where it was no longer palpable. It then re-appeared on the (B)(6) 2022. The user was therefore explanted in december 2021 and re-implanted in august 2022.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.